Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Fse checked the host pc and found the bios battery issue. Fse replaced the bios battery. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation results code was corrected.

Event description:
It has been reported to philips that the system will not start. The system was not in clinical use. There was no reported patient or user harm. The investigation is ongoing. A follow up report will be submitted when further information is received.